Event description:
Telemetry confirmed a low reservoir alarm. The pump had been alarming since 2009. The pt had been in and out of the hosp, was unable to get drug and subsequently went through withdrawal. The hcp decided to stop the pump and planned to perform a system content removal the following week. The pump was used to deliver dilaudid. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.